Event description:
It was reported the customer was experiencing high blood glucose of 357 mg/dl, treated with the insulin pump. Customer's was experiencing stomach pains. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leak was noted. Customer's father noticed a large air bubble in the reservoir which was removed using a plunger. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Motor error alarm noted in the history of the device. Cannula of the infusion set was bent. Insulin not expired. Cosmetic damage noted on the device. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had a stained end cap sticker, cracked belt clip slot, minor scratches on display window, scratched case, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stripped battery cap at coin slot. Insulin pump received without belt clip; unable to verify damage to belt clip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.